Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with episodes of right ventricular lead noise. Further information was requested but not received.